Manufacturer narrative:
The download data from the returned device showed that an 0x3d alarm had been generated, indicating that the step sensor was asserted before the sma wire was driven. The device was received with cracks in the top and bottom housings and corrosion visible on the batteries, pcb assembly, and other internal components. The corrosion inside the pod contributed to the 0x3d alarm and low batteries voltages. During fluid path testing, fluid was observed to leak past the reservoir plunger into the upper portion of the reservoir. This internal leak contributed to the corrosion and subsequent 0x3d alarm. Inspection of the plunger, o-ring, and reservoir found no damages or defects that would contribute to the leak. The exact cause of the reservoir leak could not be determined. It could not be conclusively determined if the cracks in the housing allowed for fluid ingress that contributed to the corrosion and resulting 0x3d alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours. The pod generated a hazard alarm. As treatment, a new pod was applied. The device investigation observed cracked housing, corrosion and fluid leakage during testing.